Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user advised about a week ago noticed chair was not locking but continued to use chair due to does not have anything else to use. End user advised wheel locks do not hold once weight is put on the chair.